Event description:
It was reported that during a hemorrhoidectomy procedure, the surgeon felt the device did not staple completely. The surgeon used a second device to staple the remaining part that had not been stapled. There was no indication of patient consequence. The device was disposed of.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation.